Event description:
It is reported that upon opening the non-sterile packaging, a hair was found on the sterile packaging.

Manufacturer narrative:
Evaluation summary: heraeus-kulzer checked batch against the relevant production record by the quality control department. The production environment has very high hygienic standards and several controls to avoid such an occurrence. As a preventive action we will carry out additional training for our production staff. However, a definitive cause can not be determined. Device history records indicate all components were manufactured and inspected to specification.